Manufacturer narrative:
(B)(4). The phacoemulsification handpiece was examined and tested at the customer location by an amo field service specialist (fss). The fss tested two of the surgery center¿s handpieces. The handpiece used during the corneal burn was found to have low voltage during testing. The second handpiece had failed testing with an impedance error. The field service advised the surgery center to replace both handpieces. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a corneal burn and a posterior capsular brake occurred in the patient's operative eye. The surgery center had reported having an error message displaying two days prior to incident and requested the phacoemulsification unit and handpiece to be checked and tested. The surgery center's description of wound was that the nucleus was burned (churning white material) and the posterior capsule resulted in vitreous loss. The corneal burn required sutures to close the wound. The broken posterior capsule resulted in an unplanned vitrectomy. The patient had the intraocular lens inserted into the sulcus. In addition, the patient was administered 100 mg of hydrocortisone (solu cortef)-intravenous (IV) dilution. The surgery center indicated the patient outcome is expected to have a slow recovery. This report is for the handpiece. A separate report will be submitted for the phacoemulsification unit.